Event description:
It was reported that the first anchor was deployed behind capsule during meniscal repair. Suture pulled out of anchor when repositioning for second anchor location. It appears the suture was not fixed to the anchor.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.